Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. The daily impedance trend showed steady impedance around 850 ohms with spikes on (B)(6) 2010 of 1995 and 2242 ohms respectively. Impedance rose from 836 to 1064 ohms week ending (B)(6) 2010. Peaked at 1995 ohms week ending (B)(6) 2010. 2379 short interval counts(sic) since last session 84 days prior. Average of 28 sic/day. 19 short v-v cycle episodes (<220ms period) noted between (B)(6) and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was shocked twice due to noise. Potential lead fracture/insulation failure along with rv lead alert were noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.